Manufacturer narrative:
On 17 november 2017 the medical affairs performed a clinical evaluation and commented as follows: cup revision in cementless primary tha few months after primary operation. Early cup loosening is a rather rare occurrence. In this case, the one radiograph supplied does not show any significant indication: perhaps the cup is somewhat proud cranially from iliac bone and some muscle impingement may have contributed, but this should have been observed at revision and it is not apparent on the x-ray image. No final conclusion can be drawn. On 22 november 2017 the r&d project manager performed a preliminary investigation based on the available image and commented as follows: the image shows the cup and the dm liner explanted. The external surface of the cup had the coating with tissue and blood, apparently showing a good integration with the acetabulum but from the photo it is not possible to understand the root case of the event. Batch review performed on 20 november 2017. Lot 163814: (B)(4) items manufactured and released on 05 september 2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon thought the cup was loose. The surgeon revised the cup, head and liner. The surgery was completed successfully.